Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient had four high impedances in the leads. The patient underwent a revision procedure wherein the leads were removed. The explanted devices were not returned as they were kept by the medical facility.